Manufacturer narrative:
Other applicable components are: product ID: 39565-30, (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting information regarding follow-up questions they received. It was reported that actions taken to resolve the issue of the patient¿s lead slipping after they got out of a chair and feeling localized pain where the lead was implanted was the patient scheduled an appointment with their primary care physician, the va took a look at the leads and stated that they were not going to be able to do anything further due to the paddle leads. The patient stated that they got referred to a different doctor and they were coordinating their care. The patient stated that they had their first appointment at the pain management clinic and they reported the name of the healthcare provider (hcp) there. The patient reported that the issues of the lead slipping and localized pain at the lead site were not yet resolved, but they were trying to figure it out. The patient stated that the va took an x-ray and stated that the leads didn¿t look like they slipped and stated that it might be scar tissue. T he patient stated that they were still waiting to hear from the new doctor regarding the course of action. The patient reported that they weighed 150 pounds at the time of the event. The patient also reported their updated address.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that yesterday when the patient was ¿trying to get up out of their chair, they felt like one of their leads might have slipped, because they were feeling localized pain where the leads were implanted¿. They stated that they were not sure what to do now. It was also reported that the patient had a fall sometime back in the summer of 2016, however they stated that when they slipped getting out of the bathroom they fell on their face on not on their back. It was reported that the pain at the lead site began on (B)(6) 2017. The patient was advised to consult their healthcare provider (hcp). Since they did not have an hcp they were sent an hcp listing. No further complications were reported/anticipated.